Event description:
The patient presented with the patient programmer showing the "call dr" screen with por (power on reset) in the bottom corner. The physician interrogated the device however was unable to enter the serial number of the device as he had no access to this information. During the reprogramming of the device, it underwent a por again. This occurred on 3 subsequent attempts until finally he was able to successfully program the device and the patient had sensation. The physician contacted the manufacturer's representative to review the patient later the same day. At that time, the device had been running for the past 4 hours since reprogramming, however the patient indicated she could no longer feel sensation. A different (B)(6) was used to program the device, and they were able to successfully enter the serial number of the device. It was noted that the ins (implantable neuro stimulator) battery was "low". An impedance test was conducted at 1.0, 1.5 and 2.0 volts which showed >4000 ohms for all electrodes. With programming of the device the patient described feeling sensation. The manufacturer's representative then tried another reprogramming session where the device underwent another por during the programming. After another 2 attempts of por occurring the device was successfully programmed with the patient feeling suitable stimulation. With the device having been in for 24 months, the patient described a major improvement in bowel function while the device had been operating. The physician described the parameters as standard. The device was due for surgical revision in 2 weeks time. No patient injury was noted. Additional information was requested.

Manufacturer narrative:
(B)(4).